Event description:
A customer contacted beckman coulter inc. (Bci) in regards to hydropneumatic waste exit sump leak. No injury was reported for this event.

Manufacturer narrative:
Per bci field service engineer (fse) cleaned the hydro canisters. Fse also repaired the waste sump fitting and valve wiring. The system was back on line.